Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer contacted tsc to report a discrepant positive result for a single patient sample with d(rh1) antigen typing using an ortho vision mts analyzer. Complaint reporter name: (B)(6), medical technologist. Event date: (B)(6) 2021. Reported on (B)(6) 2021 by the customer to ortho care helpdesk. Reagents: ortho mts a/b/d monoclonal and reverse grouping card lot 102820037-12 expiry date 18 aug 2021. Patient information: patient is a male (B)(6) old known to be d(rh1) antigen negative from last testing done on (B)(6) 2021, no further details were provided. The customer reported that they had tested a first sample from a patient (known to be d(rh1) antigen negative) for d(rh1) antigen typing using ortho mts a/b/d monoclonal and reverse grouping card lot 102820037-12 with their ortho vision mts analyzer and that they had obtained a positive reaction with 3+ reaction strength. The customer reported that due to the d(rh1) antigen discrepancy, they had tested the same sample for d(rh1) antigen typing using a tube method in ahg phase from quotient manufacture and that they had obtained a negative reaction. The customer said that a second sample from the patient was collected and tested again using the same lot of mts card with the same analyzer and that they obtained again a positive reaction with 3+ reaction strength. The customer said that this second sample from the patient was tested for d(rh1) antigen typing using their tube method in ahg phase from quotient manufacture and that they had obtained again a negative reaction. The customer reported that no biased result was reported to the physician for this patient and that the patient was not harmed due to the reported events.